Manufacturer narrative:
The blades subject to this complaint were not returned for evaluation. A documentation review was performed and performance tests carried out on blades from the associated lot no's reported (i.e. 07156017 and 07185017). It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the blade teeth keep breaking off. No adverse consequences were reported.